Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the collagen plug of a 6f exoseal vascular closure device (vcd) failed to fully deploy and detach from the device, resulting in failure to close the femoral artery puncture site. Manual compression was applied for 20 minutes, followed by pressure dressing using a figure-of-eight elastic bandage to achieve hemostasis. There was no reported patient injury. The device was used following an interventional procedure on a lower extremity artery, and the issue occurred during intended vascular closure. The device will be returned for evaluation. The hospital reported this case as a serious injury adverse event to the china nmpa.